Event description:
It was reported that on (B)(6) 2023, the patient underwent an orif for trochanteric fracture. The surgery was completed successfully with no delay. Postoperatively, it was observed via x-ray that the end cap had migrated and come off inside the body after being initially fastened. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed pfna-ii end cap extens. 0 tan was observed migrated from original poition, until it was completely disassembled from the nail. Functionality issues cannot be assessed through a photo investigation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Per the pfna-ii surgical technique guide insert end cap 1. Remove pfna-ii instruments remove the aiming arm. Loosen the connection screw with the hexagonal screwdriver with spherical head. Remove the connecting screw and the insertion handle. Note: the end cap with 0 mm extension can be inserted through the insertion handle barrel. Only remove the connecting screw and leave the insertion handle in place. 2. Insert end cap if the proximal end of the nail is flush with the upper edge of the trochanter major use the end cap with 0 mm extension. Use the end cap with 5 to 15 mm extension to lengthen the nail end. Insert the hook of the guide wire through the selected end cap. Guide the cannulated screwdriver over the guide wire to the end cap. The end cap is retained automatically as soon as this connection is established. Screw the end cap into the proximal end of the nail and tighten it firmly. Remove the screwdriver and the guide wire. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pfna-ii end cap extens. 0 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 473.170s lot number: 6148p41 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09 jun 2023 manufacturing site: jabil bettlach expiry date:01 jun 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.